Manufacturer narrative:
The technician found the connecting linkage between the two pedals was broken. He replaced the connecting linkage to repair the bed.

Event description:
Info received indicates when the brake is applied the brakes would engage and function properly but the opposite brake pedal would remain in the neutral position. The brake could be engaged from either side as long as both began in the neutral position. Only two casters would set when the brake pedal was placed in brake mode.